Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 12/18/2019. A review of the device history record (DHR) confirmed that the cartridge lot passed release specifications. Retained cartridge testing of pt/inr cartridge lot s19193b did not meet the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). Returned cartridge testing of pt/inr cartridge lot s19193b did meet the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). A deficiency has been identified for pt/inr cartridge lot s19193b. (B)(4) has been initiated to address root cause.

Event description:
Na.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6), abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded a suspected discrepant pt/inr results on a (B)(6) year male patient with a pacemaker and atrial fibration. There was no additional patient information available at the time of this report. Return product is available for investigation. Method: lab, date: 10/08/2019, collected: 09:25, tested: 13:30, inr: 7.8. I-stat, 10/08/2019, 15:00, 15:00, 4.5. Lab, 10/08/2019, 15:45, 18:10, 7.3. Lab, 10/09/2019, 13:48, 15:09, 5.0. I-stat, 10/09/2019, 14:13, 14:13, 2.7. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.